Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In the as-returned state the stent was located on the transportation wire, partially inside the protector cap. The stent is severely deformed in its center and slightly pinched at its distal end. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU instructs the user to pull at the very distal end of the protector to avoid dislocation of the stent.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After opening the package of the device, it was noticed that the stent was dislodged and it was found on the floor. Therefore, another orsiro was used for the intervention.